Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. However, the balloon ruptured at 5 atmospheres during the first inflation after 5 seconds duration. The device was able to be removed using the normal method. The procedure was completed using another balloon, and there were no patient complications reported.